Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5037033, model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was no longer getting any relief from the scs. Fluoroscopy was taken and revealed that the right lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.